Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening on the anterior side, crease fold, yellow particles in the shell and observed void greater-than 1-mm in the non-textured, valve-to shell-bond area. A leak test and microscopic analysis were performed which identified one sharp opening on the plug strap bond edge. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is one sharp opening on the plug strap bond edge due to an unidentified tear opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.